Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
It was reported on 12/28/2022 by a sales representative via phone that an ar-1588rt-2j tightrope suture snapped while tightening. Case involvement, no patient effect.